Event description:
No additional information provided.

Manufacturer narrative:
1. No defective sample and photo returned for the complaint. 2. DHR/bhr review lot#4109452 1-the products of this batch were assembled at intima ii auto line 2 in may 2024, and packaged at r240 package line in may 2024. Work order quantity was (B)(4) pcs; 2-the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications; 3-the leakage test results of (B)(4) pcs in process testing and (B)(4) pcs in outgoing testing were within the product specifications; 4-no unqualified, deviation or rework activities in the production process; 5-the septum assembly equipment without abnormal maintenance. 3. Cause investigation: 1-2pcs retained samples were taken for related test: 800mm simulated clinical leakage test. The test results showed that no leakage was found at the septums. Please refer to the attachment for the test reports. 2-the plant has launched CAPA to further investigate the leakage at the septum. Conclusion(s): no abnormality was found in the production process, all the test results were within the requirements of the product specifications. In response to the leakage at the septum, the plant has launched CAPA to trace and investigate its root cause.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leakage at septum on (B)(6) 2024 at 8:36 am, a peripheral intravenous catheter was inserted in a patient (born at 33+6 weeks' gestation, admitted to the nicu as a ¿premature infant¿, and after admission, according to the patient's condition, requiring infusion of antibiotics and intravenous nutrition). A peripheral intravenous catheter was inserted. The puncture was successful at 8:38 a.m., and after removing the needle cone, blood was found leaking from the white isolation plug. The tube was unobstructed, so the needle was immediately removed, and the puncture site and catheter insertion site were disinfected with iodophor. Subsequent assessment found no infection at the puncture site or catheter insertion site. The cause was analysed as a quality control problem in the production process. The department reported the matter to the devices department for investigation and handling.